Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including bench handling, testing with a battery alone, hw shutdown testing, ECG acquisition, signal integrity testing, and a defib cycle testing without duplicating the report. The defib receptacle and battery sense pin assembly were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Along with a new multifunction cable. Analysis for reports of this type has not identified an increase in trend.